Event description:
It was reported that bd nexiva nearport w/ maxzero leaked. The following information was provided by the initial reporter: after an IV is established, meds or fluids are being given. The syringe is hooked up to the far port and pressure is applied to give the med. A distinct increase in resistance isn't noticed by the nurse, but the fluid shoots out of the near port when we attempt to give it. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Negative outcome consisted of the IV catheter being removed and a second one being placed. This is an additional stick for the patient which is never ideal. It is also an increased cost to the hospital for additional supplies.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 opened physical sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that there was no damage observed that would cause a leakage to occur. A leak test was conducted on the sample provided and no leak was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.